Manufacturer narrative:
The investigation into the reported priming issue has been completed. The impella device was returned for evaluation. There was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported a failure to prime the device. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.